Event description:
Additional information was received that an autopsy was performed and a cardiac perforation was noted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Following an implant of a right ventricular (rv) leadless pacemaker (lp) the patient passed away due to unknown circumstances. Additional information was requested, but not yet received.